Event description:
It was reported that pump battery would not charge. There was no reported impact to the customer¿s blood glucose level. Customer was instructed to leave pump connected to known working outlet for at least 30 minutes, after which pump began charging.